Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02151. It was reported the patient had not used her system since (B)(6) 2010, due to lack of pain relief. She reported that initially the system had provided relief for her headaches but then it became ineffective. She allegedly stopped using her system when new pain medicine resolved her headaches. It was also reported the patient had lost 80 pounds and the ipg was uncomfortable. She reported she would like to have her system explanted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.